Manufacturer narrative:
The pump was received with noise motor during the rewind due to a faulty motor. Unable to perform the displacement, rewind, seating and basic occlusion tests due to the rewind anomaly. The pump was received with a cracked keypad overlay at the select button, a cracked retainer, a scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed had a noisy motor. The customer's blood glucose was unknown. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.